Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ please confirm if the patient needed further unplanned treatment due to the suture breakage. If yes, please provide additional details. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ were there any patient consequences? ¿ can you identify the product code and lot number of the product that was used? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. When used during the surgery, the suture was prone to breakage, resulting in unstable suture and increased surgical difficulty and time, and this may have a certain adverse effect on the surgical outcome. The patient needed closer observation and possible further treatment after the surgery. No patient harm was reported. Additional information was requested.